Event description:
Pt had essure procedure on (B)(6) 2012. Pt began to experience pain on right side shortly after the procedure. The three month hsg test done (B)(6) 2012 indicating a patency on the left side and a possible perforation at the cornua on the right side. On (B)(6) 2012, physician did a hysteroscopy and laparoscopy, followed by a bilateral salpingectomy. Laparoscopy did not find a perforation of the cornua or anything abnormal. Fluoroscopy images showed that the tip of the right device was in uterus. She could not see the left device hysteroscopically. During the salpingectomy, it felt as if the left device was in the mesosalpinx just outside the fallopian tube. She sent everything to pathology. Physician attributed pt's pain to the essure devices.